Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Therefore, the reported clinical observations could not be confirmed. This product issue will be updated if additional information is received.

Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling four to five beats and then a pause and asked if this was normal. No adverse patient effects were reported.

Manufacturer narrative:
Technical services advised the patient that a lack in heartbeats is not normal and advised them to follow up with their physician. The local area sales representative was contacted for resolution to this issue but they were unable to provide additional detail. No additional information is available at this time. Should more information become available, this event will be reopened. The device was explanted over four years later secondary to normal battery depletion and was returned for testing. This product issue will be updated when device evaluation is complete.